Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. In addition, it was reported that the customer received a minimum fill notification after filling the cartridge with over 200 units of insulin. Lastly, it was reported that air bubbles were seen in the tubing. There was no impact to the customer's blood glucose level. Customer reverted to an alternate insulin pump for insulin therapy. During troubleshooting with tandem technical support customer was able to load a new cartridge and resume insulin delivery with the tandem pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.